Manufacturer narrative:
The device involved in this event has not been returned for eval. (B)(4).

Event description:
It was reported that the coil prematurely detached during placement. No pt injury reported.